Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the weight of the lifevest was causing neck and back pain. There was no alleged device malfunction contributing to the irritation. The patient was being treated by their chiropractor for the back pain. Follow up indicated that the back pain improved.